Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 350 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no down button response due to corroded keypad traces. No button error alarm noted during testing. No motor rewind by its self-noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.